Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted and removed intra-operatively. The problem was resolved. The cause is reported as user error.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found fibers, optic deformed and haptic deformed/stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).